Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of e300 error and light blinking was confirmed. In addition, a sticky on/off power switch was observed. A non-olympus lamp and no hexagon wrench mounted on the lamp door. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii xenon light source display an e300 error and the light is blinking. The event occurred during preparation for use, prior to a diagnostic procedure. During a standard service inspection of the customer returned device, a sticky on/off power switch was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 04-feb-22. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced and it appeared to have occurred due to a faulty switch. The cause of the faulty switch could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.